Event description:
A surgeon reported that three weeks following shunt implant surgery, she noted that the shunt did not filter at all. She decided to perform a laser procedure in order to decrease the intraocular eye pressure (iop). This procedure was successful and patient is "under control." Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed and the root cause cannot be determined. Additional information has been requested. (B)(4).